Manufacturer narrative:
Batch review performed on 02-sept-2021: lot 179698: (B)(4) items manufactured and released on 17-apr-2018. Expiration date: 2023-apr-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional items involved in the event, batch review performed on 02-sept-2021: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot. 1906036. Lot 1906036: (B)(4) items manufactured and released on 29-oct-2019. Expiration date: 2024-oct-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 1908636. Lot 1908636: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-dec-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2020, the patient came in due to signs of infection and the pathogen was unknown. The surgeon performed an I&d and poly swap and the surgery was completed successfully. Complaint (B)(4) was filed. Presently, on (B)(6) 2021, 8 months after the previous surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.